Manufacturer narrative:
Results, conclusion: anatomy related; disease progression; neck dilatation.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 70 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that a follow up CT scan showed the bifurcated stent graft had migrated approximately 2 cm distally. There is no evidence of a proximal type I endoleak. Currently the proximal aortic neck measures 26-27 mm in diameter. The abdominal aortic aneurysm now measures 6.7 cm in diameter. The physician plans to implant an aortic cuff to resolve the migration. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft migration); (unknown cause of event). Conclusion: (unknown cause of event); known inherent risk of a procedure (stent graft migration).

Event description:
It was reported that an endurant cuff was implanted in the patient resolving the migration. The cause of the migration was likely related to disease progression due to neck dilatation.

Event description:
Additional information was received as follows: it was reported that the patient presented emergently to the ER with a > 5 cm diameter ruptured aneurysm and was unstable. The aneurysm rupture was attributed to a type iii endoleak due to separation between the endurant cuff and the aneurx bifurcated stent graft. Per the physician the cause of the type iii endoleak is unknown. The physician repaired the endoleak/rupture with a 36mm endurant aui. It was noted that the patient already had a fem-fem bypass sometime previous to this event. The physician stated the event was related to the device and procedure.